Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a coronary artery stenting treatment procedure a stent fracture occurred. The lesion being treated was an 80% stenosis of the mildly tortuous, mildly calcified distal rca (right coronary artery). The lesion was pre-dilated with a 2.5x30mm maverick2 balloon at 12atm. The distal segment of the rca was stented with a 3.0x32mm omega stent deployed at 14atm and post dilated with a 3.5x15mm quantum maverick balloon at 16atm. Post stenting angiography showed fractures in the distal portion of the stent so the physician advanced a 3.5x24mm omega stent, but encountered resistance. Angiography showed shortening of the proximal portion of the implanted 3.0x32mm omega stent. The 3.5x24mm omega stent delivery system was removed and another manufacturer's 3.0x38mm stent was advanced to cover the entire stent. Vasospasm occurred and was treated with nitroglycerine but evidence of stenosis in the proximal portion of the stent was noted. The same 3.5x24mm omega stent was placed to cover the area of stent shortening and the event was resolved. The physician felt that the damage to the 3.0x32mm omega stent was caused by the quantum maverick balloon. This product is only ous approved but it is similar to an approved us device.